Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, crossing difficulty occurred. Vascular access was obtained via the femoral artery. The 99% stenosed, 68mm in length, eccentric, de novo target lesion was located in the mildly calcified, severely tortuous and 2.5mm in diameter unspecified artery. The lesion contained a <= 45 degrees bend. A 3.57f non bsc guide catheter was used. After a 0.014 floppy guide wire crossed the lesion, the lesion was treated with predilation using a 2.5mm unspecified balloon catheter, with a residual stenosis of 60%. Then a 32mm x 2.50mm taxus element stent was advanced but it was not able to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. Returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified stent damage. The stent was stretched out towards the tip of the device. The stent was severely stretched along its length and damaged, causing some struts to be raised up. The tip of the device was damaged (jagged like edges). The balloon of the device was visually and microscopically examined and no issues was noted with its profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).